Event description:
The customer reports that the device fails the pads test. There has been no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device fails the pads test. There has been no reported pt involvement. A phillips field service engineer evaluated the device and duplicated the complaint. It was found that the therapy capacitor was defective. The therapy capacitor was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the therapy capacitor that caused the device to fail the pads test.